Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. It is unknown if the device is available for evaluation. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report that a colleague infusion pump had a large air bubble observed on the patient side of the pump during administration set change with no alarm. This condition has the potential to cause an interruption of delivery. The condition was found during crystalloid infusion on a patient. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no air-in-line alarm when air was present, could not be confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. A service history review revealed that this device was not previously serviced for the reported condition as the reported problem was not confirmed. However, during previous service, the pump head module was replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.